Event description:
The complainant reported an under-delivery of a feeding from the companion pump, list# 84. The reporter indicated that the pump was running slow but the patient received adequate fluids. One thousand and five hundred ml of feeding was hung and intended to be delivered over 15 hours. It was reported that instead, 1100 ml were delivered over 15 hours (an under-delivery of 27%), which was determined by visual assessment of the amount in the feeding container. It was reported that the patient was not under 24 months of age and has a medical history of diabetes (unknown whether the patient is insulin dependent). No other patient information has been provided. There was no report of serious injury or illness associated with the complaint, however, an under-delivery of 27% is considered to be medically significant.

Manufacturer narrative:
The laboratory testing results will be forwarded as soon as they are received.